Event description:
It was reported that low impedance and failure to pace were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Electrical tests indicated normal characteristics. The lead impedance could not be measured as the lead was returned cut in two pieces.